Event description:
A malfunction was reported by the caller involving a tandem pump, identified as malfunction code 199, which was indicated as a malfunction on the device. There was no adverse impact on the customer's blood glucose level. The caller did not report or reset the pump for this malfunction within the last 24 hours, but after receiving pump reset instructions and assistance from technical support, the caller successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappears.